Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("uterine wall dome with embedded essure device"), abdominal pain ("severe abdominal pain") and seizure ("occurence of seizure") in a 30-year-old female patient who had essure (batch no. 626220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "abnormal placement of essure device in uterine fundus, most likely myometrial" on (B)(6) 2009. The patient's past medical history included urinary tract infection, seizure and gallbladder operation. Concurrent conditions included cervicitis infection, vaginitis, cystitis acute and arthralgia. Concomitant products included medroxyprogesterone (depo provera) and naproxen. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)"), migraine ("migraine headaches / migraines"), vaginal discharge ("irregular vaginal discharge/vaginal discharge"), vaginal haemorrhage ("vaginal bleeding"), cystitis ("acute cystitis/infection(acute cystitis)"), headache ("headaches") and pelvic pain ("pain"). On (B)(6) 2009, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"). On (B)(6) 2009, the patient experienced visual impairment ("vision problems"), eye disorder ("eye problems"), vision blurred ("blurred vision/blurred vision episode of black out on floor") and loss of consciousness ("episode of black out on floor"). On (B)(6) 2009, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and allergy to metals ("nickel allergy"). In 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding") and back pain ("severe back pain/ lower back pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant) and abdominal pain lower ("lower abdominal pain/lower abdomen"). The patient was treated with levofloxacin, ciprofloxacin, surgery (total abdominal hysterectomy) and surgery (total abdominal hysterectomy). Essure was removed on (B)(6) 2009. At the time of the report, the embedded device outcome was unknown, the abdominal pain, seizure, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine, allergy to metals, vaginal discharge, vaginal haemorrhage, cystitis, headache, pelvic pain, visual impairment, eye disorder, vision blurred, abdominal pain lower and loss of consciousness had resolved and the dysmenorrhoea had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, cystitis, dysmenorrhoea, dyspareunia, embedded device, eye disorder, headache, loss of consciousness, menorrhagia, menstrual disorder, migraine, pelvic pain, seizure, vaginal discharge, vaginal haemorrhage, vision blurred and visual impairment to be related to essure. The reporter commented: beginning sometime in (B)(6) 2009, plaintiff sought medical treatment. Since the essure removal surgery, she feels much better. Plaintiff has been left with abdominal deformity and severe large scarring what did healthcare provider tell about her results- difficult to evaluate fallopian tubes due to minimal amount of contrast able to injected. Diagnostic results: on (B)(6) 2009, hysterosalpingogram test showed, 1. Significant cervical stenosis making passage balloon catheter difficult, tiny extremely cavity presumably secondary significant to adhesions. Intravasation of contrast into uterine myometrium consistent with a scarred down cavity. 2. Difficult to evaluate fallopian tubes due to minimal amount of contrast able to injected. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records confirming : pelvic pain, vaginal discharge, back pain, abdominal pain, vaginal bleeding and embedded device". Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Event added: occurrence of seizure. Outcome of following events were updated from unknown to recovered/resolved: dyspareunia, vaginal hemorrhage, acute cystitis, headaches, pelvic pain, vision problems, eye disorder, vision blurred, lower abdominal pain, occurence of seizure, episode of black out on floor, device deployment issue. Concomitant disease, treatment drug and concomitant product were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("uterine wall dome with embedded essure device"), abdominal pain ("severe abdominal pain") and seizure ("occurence of seizure") in a 30-year-old female patient who had essure (batch no. 626220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "abnormal placement of essure device in uterine fundus, most likely myometrial" on (B)(6) 2009. The patient's past medical history included urinary tract infection, seizure and gallbladder operation. Concurrent conditions included cervicitis infection, vaginitis, cystitis acute and arthralgia. Concomitant products included medroxyprogesterone (depo provera) and naproxen. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)"), migraine ("migraine headaches / migraines"), vaginal discharge ("irregular vaginal discharge/vaginal discharge"), vaginal haemorrhage ("vaginal bleeding"), cystitis ("acute cystitis/infection(acute cystitis)"), headache ("headaches") and pelvic pain ("pain"). On (B)(6) 2009, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"). On (B)(6) 2009, the patient experienced visual impairment ("vision problems"), eye disorder ("eye problems"), vision blurred ("blurred vision/blurred vision episode of black out on floor") and loss of consciousness ("episode of black out on floor"). On (B)(6) 2009, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and allergy to metals ("nickel allergy"). In 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding") and back pain ("severe back pain/ lower back pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant) and abdominal pain lower ("lower abdominal pain/lower abdomen"). The patient was treated with levofloxacin, ciprofloxacin, surgery (total abdominal hysterectomy) and surgery (total abdominal hysterectomy). Essure was removed on (B)(6) 2009. At the time of the report, the embedded device outcome was unknown, the abdominal pain, seizure, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine, allergy to metals, vaginal discharge, vaginal haemorrhage, cystitis, headache, pelvic pain, visual impairment, eye disorder, vision blurred, abdominal pain lower and loss of consciousness had resolved and the dysmenorrhoea had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, cystitis, dysmenorrhoea, dyspareunia, embedded device, eye disorder, headache, loss of consciousness, menorrhagia, menstrual disorder, migraine, pelvic pain, seizure, vaginal discharge, vaginal haemorrhage, vision blurred and visual impairment to be related to essure. The reporter commented: beginning sometime in (B)(6) 2009, plaintiff sought medical treatment. Since the essure removal surgery, she feels much better. Plaintiff has been left with abdominal deformity and severe large scarring what did healthcare provider tell about her results- difficult to evaluate fallopian tubes due to minimal amount of contrast able to injected. Diagnostic results: on (B)(6) 2009, hysterosalpingogram test showed, 1. Significant cervical stenosis making passage balloon catheter difficult, tiny extremely cavity presumably secondary significant to adhesions. Intravasation of contrast into uterine myometrium consistent with a scarred down cavity. 2. Difficult to evaluate fallopian tubes due to minimal amount of contrast able to injected. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records confirming : pelvic pain, vaginal discharge, back pain, abdominal pain, vaginal bleeding and embedded device". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("uterine wall dome with embedded essure device") and abdominal pain ("severe abdominal pain") in a 30-year-old female patient who had essure (batch no. 626220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included urinary tract infection. Concurrent conditions included cervical discharge, vaginitis and cystitis acute. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)"), migraine ("migraine headaches / migraines"), vaginal discharge ("irregular vaginal discharge"), vaginal haemorrhage ("vaginal bleeding"), cystitis ("acute cystitis"), headache ("headaches") and pelvic pain ("pain"). On (B)(6) 2009, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"). On (B)(6) 2009, the patient experienced visual impairment ("vision problems") and eye disorder ("eye problems"). On (B)(6) 2009, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and allergy to metals ("nickel allergy"). In 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding") and back pain ("severe back pain/ lower back pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), vision blurred ("blurred vision"), abdominal pain lower ("lower abdominal pain"), device deployment issue ("abnormal placement of essure device in uterine fundus, most likely myometrial") and loss of consciousness ("episode of black out on floor"). The patient was treated with surgery (total abdominal hysterectomy) and surgery (partial hysterectomy / total abdominal hysterectomy). Essure was removed on (B)(6) 2009. At the time of the report, the embedded device, vaginal haemorrhage, cystitis, headache, pelvic pain, visual impairment, eye disorder, vision blurred, abdominal pain lower, device deployment issue and loss of consciousness outcome was unknown, the abdominal pain, menstrual disorder, menorrhagia, back pain, migraine, allergy to metals and vaginal discharge had resolved and the dysmenorrhoea had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, cystitis, device deployment issue, dysmenorrhoea, dyspareunia, embedded device, eye disorder, headache, loss of consciousness, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, vision blurred and visual impairment to be related to essure. The reporter commented: beginning sometime in (B)(6) 2009, plaintiff sought medical treatment. Since the essure removal surgery, she feels much better. Plaintiff has been left with abdominal deformity and severe large scarring diagnostic results: on (B)(6) 2009, hysterosalpingogram test showed, 1. Significant cervical stenosis making passage balloon catheter difficult, tiny extremely cavity presumably secondary significant to adhesions. Intravasation of contrast into uterine myometrium consistent with a scarred down cavity. 2. Difficult to evaluate fallopian tubes due to minimal amount of contrast able to injected. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records confirming : pelvic pain, vaginal discharge, back pain, abdominal pain, vaginal bleeding and embedded device". Most recent follow-up information incorporated above includes: on 3-mar-2018: pfs received - new events, "vaginal bleeding, acute cystitis, headaches, pain, vision problems, eye problems, blurred vision and episode of black out on floor, lower abdominal pain and abnormal placement of essure device in uterine fundus, most likely myometrial, uterine wall dome with embedded essure device" were added. New reporter were added. Lot number was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), allergy to metals ("nickel allergy"), vaginal discharge ("irregular vaginal discharge") and dysmenorrhoea ("severe menstrual pain"). The patient was treated with surgery (partial hysterectomy). Essure was removed in (B)(6) 2009. At the time of the report, the abdominal pain, menstrual disorder, menorrhagia, back pain, migraine, allergy to metals, vaginal discharge and dysmenorrhoea had resolved. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine and vaginal discharge to be related to essure. The reporter commented: beginning sometime in (B)(6) 2009, plaintiff sought medical treatment. Since the essure removal surgery, she feels much better. Plaintiff has been left with abdominal deformity and severe large scarring diagnostic results: on (B)(6) 2009 plaintiff had an hsg test performed. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.